Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed multiple times, but the issue was not resolved. Customer stated they had issue with buttons and insulin pump did not stopped vibrating and screen did not turned on. Customer stated insert battery alarm did not displayed on the screen. Customer stated contacts on the battery are neither missing nor damaged. Customer stated display did not turned on after insulin pump restarted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, device power up with no display. Problem isolated to electronic assemblies. Unable to verify audio/vibrate anomaly, unresponsive keypad, perform displacement test, self test, and current measurements due to display anomaly. The following were noted during visual inspection: pillowing keypad overlay and minor scratches on case.